Manufacturer narrative:
(B) (4)the device has not yet been received for evaluation of interruption of therapy. Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.

Event description:
The facility reported an infusion pump with a malfunction of pump has constant alarm, which occurred within the intensive care unit (ICU). The event was reported to have occurred during patient therapy, where therapy was stopped. It is unknown if there was patient injury or medical intervention had been reported related to the device. No additional information is available.the software version for this device is currently not known.